Manufacturer narrative:
The device was not returned for analysis. Therefore, the analysis is based on the returned device memory data and the existing production documents. The device memory data was analyzed. In the episode list 465 episodes were documented, of mainly atrial episodes, with the last two ventricular therapy episodes on (B)(6) 2015. According to the specification of this ICD only the last two ventricular therapy episodes will not be overwritten by newer episodes when it reaches the device memory limits. The ventricular therapy episodes before (B)(6) 2015 were therefore overwritten by newer episodes and they outweigh atrial episodes, which cannot be restored. The manufacturing process of this device has been examined. The production documents showed no abnormalities which could be related to the complaint. All manufacturing steps were performed correctly. Based on the present data, there is no indication of a malfunction of the device.

Event description:
Ous MDR - after an implantation time of about 11 months, it was reported that an episode of the iegm could not be read. A ram dump was pulled and sent to biotronik for analysis. No deterioration of the patient's state of health was reported.